Manufacturer narrative:
Ge healthcare's investigation into the reported event is ongoing. A supplemental report will be filed when investigation results are available.

Event description:
A customer reported that a patient experienced awareness during a cesarean section. During the procedure, the patient reportedly started to have tingling in her fingers and experienced some pain from the procedure. The patient was given a propofol induction with fentanyl IV and medaz and was placed on a bis (bispectral index) module. The patient was titrated with sevoflurane and nitrogen dioxide carrier gas to bis 40 - 60. After the procedure, the sevoflurane was switched off. The patient remained unresponsive for two hours during which time the hospital staff attempted to arouse her. It was believed that the patient was still under epidural block, as she was still non-responsive when the nerve stimulator was checked. The patient began to spontaneously breath, while still unresponsive. The staff started to administer desflurane. Bis reportedly remained at 40-60 with some small spikes. When the patient awoke, she allegedly recalls waking and being paralyzed, and hearing people attempting to arouse her. The doctor believes this may be a case of scoline apnea and is being tested by her general practitioner. The patient was referred to a counselor who has referred her onto a psychologist specializing in post traumatic stress disorder.